Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting about 2-3 months prior to the report, the patient noted that her system starts working during the night. This was further explained that she turns stimulation off at night, but she has noticed that about a total of 4 times, stimulation has turned on during the night without using the patient programmer to turn it on. This has happened when she was having spasms in her legs and it felt like the stimulator was on too. The patient was unsure if she was actually dreaming, but she got up and walked around and thinks she took some medication to help with the spasms and ignored it. There were no further complications reported or anticipated.